Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed the t1, t2, and suture were not returned. There is debris present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t implant of the fast-fix 360 pulled out after the suture knot was tightened. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.